Event description:
It was reported by the customer that a pyxis medstation es system had drawer unable to close. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a one hour delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station and enhanced full height drawer 5 was sticking. The field service engineer removed drawer from cabinet and removed the broken screw ends. The issue was resolved by using new screws to reattach the catch for the insep. The system functioned as intended after the field service engineer troubleshooted the device.